Manufacturer narrative:
Concomitant: product ID 3708140, serial# (B)(4), implanted: 2013-(B)(6), product type extension. Product ID 3708240, serial# (B)(4), implanted: 2013-(B)(6), product type extension. Product ID 3487a-28, lot# v492276, implanted: 2013-(B)(6), product type lead. Product ID 3487a-28, lot# v687575, implanted: 2013-(B)(6), product type lead. Product ID 3778-45, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 3487a-28, lot# v492276, implanted: 2013-(B)(6), product type lead, product ID 3487a-28, lot# v687575, implanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
One of the patient¿s lead wires ¿failed¿ about 2 months ago. It was unknown if the lead was broken, ¿it¿s just not working¿. Reprogramming has been tried multiple times without success. The patient was going to continue to work with her managing health care professional (hcp) about this problem. Additional information has been requested.